Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. It was noted that the customer was not inserting the syringe properly. Reportedly, the customer's blood glucose level was 275 mg/dl due to stress induced from this event. The customer delivered a bolus via the pump.